Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital . Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that when the respiratory doctor used the noninvasive ventilator to treat the patient, the device panel indicated that the tidal volume was too low, less than 300ml, and there was no response when replaced the ventilator after debugging. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient, nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was confirmed that the oxygen module was damaged. The oxygen module will be replaced. The investigation is ongoing.

Manufacturer narrative:
The customer replaced gas delivery system to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.